Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported it was unknown if this was related to the battery. The patient felt a zap when she fell on the ins. The device diagnosis was not applicable.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported she felt a "zap" when falling on the ins. It was reported the patient also broke her pelvis. Device interrogation and device data on (B)(6) found no abnormalities. No action was taken and the event resolved without sequelae. The patient felt no further zaps. The event was possibly related to the device or therapy and was not related to the implant procedure. It was unknown if it was related to the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device interrogation on (B)(6) 2016 revealed no abnormalities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's baseline weight was (B)(6)pounds.